Event description:
Material no. 324921 batch no. 7353801. It was reported that before use of the syringe 1ml 31ga 6mm 10bag ca there was an uncapped syringe in a sealed bag and the needle went through shield and the bag and stuck employee. The pharmacist will be sending employee to company doctor. The following information was provided by the initial reporter: on (B)(6) 2019 our employee opened a box of bd 31g 6mm 1 ml insulin syringes (bd ref 324921) and an uncapped syringe inside the bag penetrated the bag and into one of her fingers. As a result our employee had a needle stick injury. We believe that the needle would have been unused as it was inside a sealed bag in what appeared to be a new box. This is a rather odd situation as we have never experienced an uncapped syringe before and we are unsure how this occurred or if the box had been manipulated in any way in transit or before opening the box. The box was full and had 10 packs of syringes. Bd insulin syringe with bd ultra-fine needle 1 ml capacity 6 mm length 31g gauge bd ref 324921 upc (B)(4) lot 7353801 manufactured 2018-02 expiry 2023-01.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7353801. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 324921, batch no. 7353801. It was reported that before use of the syringe 1 ml 31 ga 6 mm 10 bag ca there was an uncapped syringe in a sealed bag and the needle went through shield and the bag and stuck employee. The pharmacist will be sending employee to company doctor. The following information was provided by the initial reporter: on (B)(6) 2019 our employee opened a box of bd 31 g 6 mm 1 ml insulin syringes (bd ref # 324921) and an uncapped syringe inside the bag penetrated the bag and into one of her fingers. As a result our employee had a needle stick injury. We believe that the needle would have been unused as it was inside a sealed bag in what appeared to be a new box. This is a rather odd situation as we have never experienced an uncapped syringe before and we are unsure how this occurred or if the box had been manipulated in any way in transit or before opening the box. The box was full and had 10 packs of syringes. Bd insulin syringe with bd ultra-fine needle 1 ml capacity 6 mm length 31g gauge bd ref # 324921, upc: (B)(4). Lot # 7353801, manufactured: 2018-02. Expiry: 2023-01.